Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report numbers 1627487-2022-01829, 1627487-2022-01830. It was reported the patient lost effective therapy and was experiencing discomfort and pain at the ipg pocket site. X-rays indicate that the t12 lead has migrated and the ipg has shifted in the pocket, rubbing internally, causing discomfort. In turn, the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg and lead were replaced. During the procedure, the left t12 lead would not feed into the ipg header properly, therefore extensions were used to resolve the issue. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Correction- d4 - additional device information- serial number for left t12 lead that was having difficulty inserting into header should be (B)(6). Correction- d6a - date of implant. H4 - device manufacture date.